Manufacturer narrative:
The instruments involved in this case have not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and no system malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported as the patient's vessel was cut while the surgeon was attempting to clip using the small clip applier instrument. Pressure was placed on the patient's vessel to stop the bleeding and the patient was reported to be recovering well without any post-surgical complications.

Event description:
It was reported that during a da vinci pulmonary lobectomy surgical procedure, the surgeon attempted to clip a vessel using the small clip applier instrument with weck hemoclips installed; however, the surgeon ended up cutting the vessel with the instrument instead of clipping as intended. Pressure was placed on the patient's vessel to control bleeding and the planned surgical procedure was completed. The patient was reported to be recovering fine. Isi contacted the or educator at the site since as she was present during the surgical procedure. She stated that the surgeon had been using a different small clip applier instrument before the reported injury occurred; however, the clip applier instrument's tip was found to be bent while the surgical staff was trying to load a clip into the device. Based on the damage to the initial instrument a second small clip applier instrument was used to complete the procedure. It was stated that the clips were extremely difficult for the or team to load without having the clips bend or fall out of the small clip applier instrument. No system faults or issues were reported. The patient's entire blood loss during the procedure was 250ml. As of (B)(6) 2004, the patient was in good status and had not returned back to the hospital experiencing any post-surgical complications. No further clinical information was provided.